Manufacturer narrative:
One opened injector was returned for evaluation for the report that due to concerns on plunger movement. A visual inspection of the injector was performed and found to be non-conforming with the plunger observed to be bent. A dimensional inspection for plunger position height was performed and was found to be non-conforming due to when advancing the plunger, the plunger contacted the ramp prior to the first line. Finally, a functional thread to barrel engagement check was performed and the sample was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The evaluation does confirm the injector plunger is bent. A bent plunger could come in contact with the cartridge which then could be perceived as the plunger jamming/friction and not threading. The root cause for the nonconforming plunger height due to bent plunger is unknown. How and when how the plunger became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in aug 2022. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during intraocular lens implantation surgery, there was concerns with plunger movement.